Event description:
It was reported during in clinic follow up that the pacemaker exhibited possible premature battery depletion. The device was explanted successfully. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Visual inspection, electrical testing and longevity assessment found no anomaly.